Manufacturer narrative:
H.6. Investigation: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of missing component with lot #20053534 regarding item #2426-0500. One sample was received for quality investigation. The customers complaint of misassembly was verified by visual inspection. By visually inspecting the sample submitted, it was observed that instead of the lower luer there was a y-site smartsite installed. A device history record review for model 2426-0500, lot number 20053534 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue was due to a misassembly at the manufacturing facility. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced defective tubing. The following information was provided by the initial reporter: primary tubing is incomplete and missing a piece of the line.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s):(B)(4).

Event description:
It was reported that the syringe 1ml ll w/o dn experienced defective tubing. The following information was provided by the initial reporter: primary tubing is incomplete and missing a piece of the line.